Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl - left hip; reason for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision.asr xl - left.reason(s) for revision: pain.(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - left. Reason(s) for revision: pain. Update - amended revision date and surgery date and marked as legal. Taken from (B)(6) email dated 4th april 2014. Update 22 july 2014 - taken from (B)(6) database report. Implant date cannot be correct as manufacturing dates occur afterwards. Therefore implant date stated in original claimsuite (16 february 2006) will be used instead. See (B)(6) spreadsheet which states correct implant date.